Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. According to the medical records, the mesh appears to remain implanted. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause of the reported event. No sample was provided as the mesh appears to remain implanted. Based on the info provided, no device failure has occurred. Based on the medical records provided, the hernia that developed after implant of the composix mesh was unrelated to the previous repair.

Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2006 - the pt underwent repair of incisional hernia in the upper abdomen using composix mesh, repair of lower abdominal incisional hernia (still in upper abdomen) using composix mesh. On (B)(6) 2006 - office visit, pt doing well. On (B)(6) 2007 - office visit, pt felt a "pop" two weeks prior and a sudden onset of pain, diagnosed with recurrent incisional hernia in upper abdomen. On (B)(6) 2007 - the pt underwent repair of incarcerated incisional hernia with a non-bard mesh, repair of recurrent incisional hernia in a separate area with a primary closure they were addressed via separate skin incisions. Office visits (B)(6) 2007 - pt recovering well.